Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise. Therefore, the physician elected to cap and replace the rv lead on (B)(6) 2021. The patient was in stable condition.